Event description:
It was reported that during a davinci robotic cholecystectomy procedure, a metal fragment broke off of device and fell onto patient's liver during the process of removing the gallbladder. The metal piece was retrieved with a laparoscopic grasper through the port. There were no post-op complications reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the pouch device was returned for analysis with one of the support arms broken and with the distal plug separated from the introducer tube. Upon visual inspection of the components, the distal plug was noted to have scratches due to an excessive force applied on it; in addition, the damaged support arm was noted to be bent near the broken area. Two pictures were received along with the instrument; the first picture shows the broken support arm and the second picture displays the bag with the suture. Due to the returned condition of the device, no further testing could be performed. Possible cause of the damage is the application of external excessive force over the device that causes the support arms to become broken and the distal plug to be separated from the introducer tube. The device record was reviewed and no anomalies were noted during the manufacturing process.